Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse replaced the touchscreen (d160-00-0123). After the repair, the unit passed all funtional and safety test in accordance with the manufacturer's spacifications. The failure analysis and testing department received touchscreen lcd display with a reported unit failure message of ¿touchscreen not responding¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed.installed touchscreen lcd display assy. Into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual.during testing, touchscreen calibration was attempted and failed. The touchscreen lcd did not respond to touch inputs. The reported failure message ¿touchscreen not responding¿ was verified by the fat department.touchscreen lcd display failed testing.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had frozen display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.